Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 control board, pyxibus module control board, position sensor and retractor band were faulty. A field service engineer replaced the controller board, pmc board, position sensor and retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user indicated that a motherboard replacement was needed for drawer 2.2 and requested that the machine be inspected. Multiple restarts were performed on an attempt to recover the drawer and cubies, and now all medications on that drawer have been cleared. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.